Event description:
A customer reported that during a cataract procedure, poor aspiration and an occlusion bell warning occurred. The cassette was replaced and the procedure was completed. No harm to the patient was reported. No sample is expected to return.

Manufacturer narrative:
At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).